Event description:
It was reported that the customer experienced diabetic ketoacidosis and a blood glucose (bg) level of 486 mg/dl. Customer was taken to the emergency room and was subsequently admitted to the hospital¿s intensive care unit. The customer was treated with intravenous insulin and saline and was discharged on (B)(6) 2025 with no permanent damage. Reportedly, the pump battery was depleting quickly resulting in the pump shutting off. Reportedly, the customer continued to use the pump for insulin therapy.